Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have thermal damage on the cut electrode on the jaw. An electrical continuity test was performed and passed. Visual inspection did not find any other obvious damages. The ceramic dots were all present.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument was observed to have insulation that wore off the jaws which was exposing metal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did confirm that material was missing from the instrument. She did not recall where the specific damage located on the instrument was, and did not recall any black/conductor wire.